Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked. There was moisture corrosion observed in the battery compartment. A leak test was performed and confirmed a leak in the battery compartment. The battery cap threads were observed to be stripped. The battery cap was able to secure properly to the pump. The pump case was removed and no evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.